Event description:
New information received notes that the patient present in clinic for follow up. An inductive interrogation session was performed with normal device function. A merlin on demand transmission was also performed successfully.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's pacemaker could not be interrogated with inductive telemetry. The patient was in stable condition.